Manufacturer narrative:
Device received with cracked display window corners noted. The test reservoir p-cap was able to lock in place. Pump passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected low battery alarm were noted. Pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No a33 alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirts insulin while priming and had compromised force sensor system error. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump had died without a low battery alert and small crack on the corner of the screen. The insulin pump will not be returned for analysis.